Event description:
Ous MDR - it was reported that this lead was explanted about 74 months after implantation due to oversensing.

Manufacturer narrative:
The returned lead had been capped about 13 cm distal of the is-1 connector pin and was only available in fragments. Two fragments of the lead with a total length of 51 cm were returned for analysis. A medial fragment of about 2 cm was missing for analysis. During the analysis of the available fragments, fraying of the insulation could be seen about 8 cm distal of the is-1 connector pin. This damage can with high probability be regarded as the cause of the clinical complaint. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to friction at the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, deformations of the lead body were detected, which are most likely a result of the explantation. The check of the conductor passages in the context of the electrical analysis did not show any conductor fractures. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.